Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system back up power service was needed before a procedure. There was no patient involved.

Manufacturer narrative:
Corrected information provided. The wrong event code was chosen. The correct one should have been system power issue which is a non-reportable code. This file is not reportable and there will be no further reports. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)